Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Urinary catheter in question was manufactured under sap material: 17187702 gentlecath glide tmnn ch12 (1x30pk) eur and manufacturing lot#: 1l03660 in amount(B)(4) pcs in december 2021. Catheters were produced under subassembly lots at machine a097. Tip/funnel alignment should be within tolerance ± 45 ° in both directions according to drawing 60099-b. Test method tm -422. According to the process instructions g805311 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station and visual inspection with focus on tiemman indicator position was carried out by operators at the beginning of each shift according to tm-422. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. The batch record review indicates no discrepancies. Raw catheters were produced at machine a097. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure: eyelet no punch, hangnail left in eyelets, position of connector indicator and bent tip of catheter. Because the defect was confirmed based on received samples previously the investigation process has been started under related event 1553226 to find out a root cause. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is also recommended. Data analysis based on production and set the right offset of angle and tightening of tolerances for tip/funnel indicator control during the catheter conversion is going on. Software change request (g806010 form 1) for machines a097 and a116 should be approved to the end of april 2023. CAPA: 1592067 is in progress. No additional action is required and this complaint will be closed. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported "the marker placed on the proximal end of the catheter (bucket) is offset from the curvature of the distal end of the catheter (tiemann)". Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Device 25 of 30. Common device name: catheter, urethral: procode: gbm. Initial reporter name and address: complainant city: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).